Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose was impacted; however, the bg level was not known. The insulin apidra was being used in the cartridge. The contact indicated that the healthcare provider would be contacted to discuss the type of insulin being used.